Event description:
It is reported that the patient has a physical damage to their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted and found nothing. Patient is advised to cease use of pump and resort to back up. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.